Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a nurse in infusion center by the name of eric jones encountered a problem where the balloon in the foley catheter burst twice. Customer has the packaging but they have disposed of the physical product. Customer has pulled all product from the lot from the inventory and sequestered them. No medical intervention and no patient injury was reported.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one-photo sample noted one opened (with original packaging), used hydrogel coated silicone foley catheter. Visual inspection of the one-photo sample noted unable to confirm the condition of the affected catheter due to only photo provided for investigation. Further functional testing could not be performed if only based on the attached photo. Therefore, the reported event is inconclusive due to poor sample condition. Instructions for use were reviewed for this investigation and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a nurse in infusion center by the name of (B)(6) encountered a problem where the balloon in the foley catheter burst twice. Customer has the packaging but they have disposed of the physical product. Customer has pulled all product from the lot from the inventory and sequestered them. No medical intervention and no patient injury was reported.